Event description:
The customer obtained biased glucose results above the analyzer range for qc and pt samples. The scenario is consistent with a malfunction that could have caused a falsely elevated glucose, bun or false low nbil pt result to be reported. There was no report of pt harm as a result of this event.